Event description:
It was reported that the lead migrated. The patient underwent lead revision procedure. Patient was doing well postop and getting good coverage. Due to center policy, no product will be returned.